Event description:
Caller reported that a malfunction occurred on the pump, with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller in the process, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and contact support if any issues reappear. Additionally, the customer expressed interest in the renewal process, and relevant steps were initiated by technical support.